Event description:
On 02/17/1999, the international distributor informed the manufactuerer's international representative of the following: there was a small hole in the venous extension line. The device was not used in dialysis treatment. No further details were provided.